Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the implantable cardioverter defibrillator (ICD) detecting atrial fibrillation (af) with rapid ventricular response (rvr.) The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a new wavelet template was collected and other reprogramming was done.